Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge dropped from 75% battery life to 15% within 25 minutes, while the pump was plugged into a power source. The customer plugged into a power source again and the battery gauge then displayed 100%. There was no reported impact to the customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.